Event description:
It was reported, that this implantable device recorded a five second episode of far-field r-wave. Oversensing inappropriately recorded as an atrial tachy response (atr) episode. The device remains in service. No adverse patient effects were reported.